Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient was hospitalized as this implantable cardioverter defibrillator (ICD) was found to be in a safety mode status due to recording three error codes. As the device data was unable to be pulled, technical services (ts) recommended immediate replacement. This device has been explanted and replaced. No additional adverse patient effects were reported.